Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged and inappropriately capturing the right ventricle. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. A complete lead was returned for analysis. Examination of the lead found the helix was clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal short. All damages found are consistent with procedural damage.